Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "preventive maintenance not performed". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not completed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the quality of coude catheter was not good like it used to be, the holes were 180 degrees off. Some had fins like a fish which was sharp on the patient, if used they could hurt them. Also said that the color was different, more of an orange color than red and the catheters were crooked. Patient stated this was about 60 or so out of 100, but useable. Patient had been using the product for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the quality of coude catheter was not good like it used to be, the holes were 180 degrees off. Some had fins like a fish which was sharp on the patient, if used they could hurt them. Also said that the color was different, more of an orange color than red and the catheters were crooked. Patient stated this was about 60 or so out of 100, but useable. Patient had been using the product for more than 90 days.